Event description:
The customer reported that the ventilator shows vent inop, motor fault, low pip, low ve continuously in red color and not delivering breaths. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the main control pcb and the turbine assembly to fix the reported issue.